Event description:
It was reported that sterile water from the foley catheter did not drain during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed unknown. Received 1 all silicone foley catheter with syringe. Visual inspection noted the balloon was inflated and asymmetrical. Asymmetrical balloon might be due to inadequate inflation. Therefore, no new pr needed. When removing water hand pressure on the balloon was needed to drain using syringe. Catheter was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in-house luer lock syringe. Inflated with no difficulty. Attempted to passively deflate balloon, but pressure was needed to drain solution. Dissected balloon and a 0.025 pin gauge fitted within perforation notch. This does not meet specification per ip7601621, revision 20, which states " catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed, and must inflate and deflate with the use of a syringe." The labeling is found to be adequate. A review of the device history did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water from the foley catheter did not drain during pretest.